Manufacturer narrative:
A2 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp with smartassist was inserted via right femoral arterial access in a male patient of unspecified age for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not specified. The patient¿s clinical state prior to initiation of support was not reported (scai shock stage not provided). During insertion of the impella cp device, a left ventricular perforation was reported. The device was immediately removed, and emergent intervention was performed to correct the perforation. Following stabilization, an intra-aortic balloon pump (iabp) was inserted for temporary hemodynamic support. The iabp was subsequently removed, and the patient was escalated to impella 5.5 support for ongoing mechanical circulatory support. The impella cp was removed prior to initiating support due to the perforation. Following escalation from iabp, the impella 5.5 device was reported to be functioning as intended. The reported left ventricular perforation is most consistent with a procedural complication associated with device insertion and the patient¿s underlying clinical condition. The patient remained on impella 5.5 support at the time of reporting, and the post-procedure outcome is ongoing.

Manufacturer narrative:
H6, health effect clinical code - e0506 has been added. H6, health effect impact code - f01 has been added.

Manufacturer narrative:
H6, health effect clinical code e0506 has been removed.